Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer has reportedly been unable to get blood glucose under control for the past 2 days. Caller alleges pump is not delivering insulin correctly. Customer was able to treat elevated blood glucose level with insulin pen; no medical assistance was needed. No adverse event reported. Requested return of the alleged device for evaluation.